Event description:
It was reported the pt was experiencing no relief of pain. A fluoro of the catheter was done and showed the catheter to be out of the pt's spine. The catheter was replaced. The pt is reported to have recovered without sequela.

Manufacturer narrative:
This report is being submitted following an internal audit.